Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that viscoelastic may have been placed into the inserter after the guard was removed instead of prior as per instructions.

Event description:
A physician reported that during an intraocular lens implant procedure encountered haptic configuration concerns and the haptic came out in the shape of a question mark, then rotated in an s-shape format. The lens also flipped and surgeon had to manually flip it back. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4., d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. The device was returned loose in a plastic bag. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. Photos provided show an iol about to be delivered into the eye from an company preloaded device. The haptic appears to exit the nozzle in a hooked shape. In the last photo, the iol appears to be up on its side. The product investigation could not identify the root cause for the reported complaint haptic configuration concerns, lens also flipped as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause" as the lens was not returned. The returned photos show an iol about to be delivered into the eye from an company preloaded device. The haptic appears to exit the nozzle in a hooked shape. In the last photo, the iol appears to be up on its side. Misfolding of the haptic event can occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (more than 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).